Event description:
It was reported that during a vats lobectomy, staples which were deployed on furthest to the cut line of the patient's side at the second and third stroke were unformed (legs were straight) when the device loading a gold cartridge was used on the lung parenchyma at the first firing. Besides, the tissue which unformed staples were deployed on was torn and bleeding occurred. The bleeding was recovered by additionally suturing with needle and suture via a small incision which had been placed from the beginning. There were no adverse consequences to the patient. Also, staples which were deployed on furthest to the cut line of the specimen's side at the second and third stroke of the first firing seemed to be loose. The device was fired twice with gold cartridge after this event and it functioned as intended at each firing without difficulties.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with three ecr60d cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Although the operation was complete laparoscopy, the procedure was converted to minimal thoracotomy (incision size was 10cm) after bleeding and the bleeding was stopped. Slightly bleeding was confirmed but blood transfusion was not performed. The target tissue was slightly thick. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids?---we have no detailed information. What other color cartridges were used before and after this event? The device was fired twice with ecr60d after this event. Was buttressing material utilized? If so, which product? We have no detailed information. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. Any damage to the cartridge observed? No. Were there any hard objects fired upon? No. Was the device difficult to close? No. What does the dr believe was the cause of the torn tissue? No response. Was the patients postoperative course altered as a result of the minimal thoracotomy?yes. How is the patient currently? Good. Is the patient expected to have a full recovery?---we have no detailed information. A dvd of the procedure was received and reviewed. The ees field quality engineer did not observe any visual evidence while watching the video that would indicate tissue movement, but if there was movement on the patient side I would not have been able to see it based on the video angle. However, I do believe that the tissue thickness was pushing the limits of the gold staple cartridge, especially when taking a full bite of tissue. So, in my opinion the complication was the results of an interaction between tissue thickness causing deck deflection along with some tissue flow which may happens as thick tissue is being brought into thickness compliance. """Bth""" the deck deflection and tissue flow are force and stress relieving reactions by the device and staple cartridge.